Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms including unexpected restart. The customer's blood glucose reading was 120 mg/dl at the time of incident. Troubleshooting found that the pump had multiple alarms in the pump history and the pump failed the self test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display and had a constant tone due to moisture damage on the electronics assembly. Moisture damage was also found on the motor, vibrator, keypad and battery tube assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, watchdog timeout alarm, external ram crc error alarm, unexpected restart alarm, failed battery test alert, weak battery alarm, vibrator anomaly and excessive no delivery test due to blank display. The insulin pump received had case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.